Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. On visual inspection, the stent delivery wire was kinked bent. The stent was deployed on return and the stent was deformed. Functional testing was not carried out as stent had deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent broken/fractured during use was not confirmed but the stent difficult/unable to advance/pullback through catheter was confirmed based on analysis. The as reported stent difficult/unable to advance/pullback through catheter as well as the as analysed stent delivery wire kinked bent,stent deformed and stent deployed prematurely during transfer will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure there was difficulty advancing the subject stent into the microcatheter and eventually the tip of the subject stent broke. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Analysis of the device revealed that the subject stent was not broken but prematurely deployed during transfer, deformed and kinked/bent; therefore, based on this information the event is deemed non reportable and emdr redaction will be filed with an aware date of (B)(6) 2020. The event will be assessed to reflect the decision change and emdr will be filed accordingly.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure there was difficulty advancing the subject stent into the microcatheter and eventually the tip of the subject stent broke. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.